Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a revitan, proximal part, cylindrical, uncemented, 85, taper 12/14 on (B)(6) 2012. It was also reported: "revitan proximal body had become loose from the distal stem. Bolt had come away." The patient underwent a revision surgery due to pain, dislocation and breakage on (B)(6) 2016

Manufacturer narrative:
Investigation results were made available. Updates: date received by MFR, type of reports, if follow, what type?, evaluation codes, additional MFR narrative. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. A technical investigation was not possible to perform, as the device(s) were not at hand for investigation. It was mentioned that the products were discarded by the hospital. Device history records: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: it was reported that a patient had left thr with revitan system implanted on (B)(6) 2012. After 4 years 8 months in-vivo time, patient underwent a revision surgery due to pain, dislocation and breakage on (B)(6) 2016. The surgeon indicated that the revitan proximal part became loose from the distal part and the modular pin came away. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis, as it has been discarded. Review of product documentation: all proximal revitan components are compatible with all distal ones. Review of raw material certificate: the mechanical properties of the material confirmed to be according to the specifications. Root cause determination using dfmea: - fracture of implant due to insufficient fatigue strength of material and design => not possible: a systemic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. Moreover, biomechanical reports and the raw material certificate certify the fatigue strength of the material. - fracture of implant due to damage of material / implant (cracks, deformation) due to impaction load / torque while assembling (impaction) - possible: the products were not returned for investigation, therefore cannot be excluded. - failure / fracture of implant or connection due to mechanical properties of the material different from specified properties - not possible: mechanical properties of the material confirmed to be according to the specifications. - fracture of implant due to micro cracks due to laser marking in high stressed implant areas - not possible: a systemic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. - fracture / damage /loosening of implant due to wrong behavior of patient, high patient activity,patient disregards limits of the device - possible: no information about the patient activity is known, therefore cannot be excluded. - fracture of implant due to insufficient material resistance leading to general corrosion (crevice, pitting, galvanic) - not possible: a systemic issue with design and/or material properties would have been detected would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. Moreover, material compatibility specification certifies the material resistance. - failure of connection between proximal and distal part and conical nut , fracture of component, foreign body reaction due to inadequate material pairing between proximal and distal part leading to corrosion and release of corrosion products - not possible: material pairing is certified by the material compatibility specification - fracture of implant due to damage of stem during implantation - possible: it is not known whether the stem was damaged during implantation, therefore cannot be excluded. - failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles due to wear between connecting pin and proximal part due to bone (third body wear). - possible: the device was not returned for the investigation, therefore cannot be excluded - failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles due to wear between taper on the proximal part and ball head due to bone (third body wear) . - possible: the device was not returned for the investigation, therefore cannot be excluded - loosening or fracture of components due to patient with high body weight leading to increased wear. - possible: patient bmi is not known, therefore cannot be excluded. - loosening or fracture of implant due to insufficient bony support of implant - possible: neither x-rays nor the explants were received to confirm, therefore cannot be excluded. Conclusion summary: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Possible causes for the breakage of the connection pin include the stem damage occurred during the impaction load while assembling, high patient activity (patient disregards limits of device), insufficient bony support of the implant and wear between connecting pin and proximal part due to bone (third body wear). It is not known whether there were other factors influencing the circumstances of the fracture. In addition, the product details of the implanted head and cup are unknown, therefore a contribution of these products to the reported breakage cannot be excluded. However, due to significant lack of medical data which might confirm those hypothesis, it is impossible to perform a meaningful analysis of the reported event. Therefore, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential ¿pin breakages¿ of the revitan revision hip system in the future. Zimmer (B)(4) decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on january 13th 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer (B)(4) considers this case as closed. (B)(4).